Event description:
I had the essure product inserted in (B)(6) 2012. My obgyn office did not do my follow-up until (B)(6) 2014, which they told that from the looks of everything, the product is in there correctly. (B)(6) 2014, I found out that I was pregnant. When I had the baby in (B)(6) 2014, through a c-section, the doctor said that the essure coil inserted in the right but, went through the tube and was laying on the bowel. At that time, he cut out the coil and then did a bilateral tubal sterilization. The left coil is still inserted in the tube. I now have a (B)(6) child.